Manufacturer narrative:
Investigation summary: the complaint on the mc33122 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13731806 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
It was reported that, on an unknown date, a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer generated a leak during patient use. It was stated that during a computed tomography angiography (cta) exam, the distal portion connecting to intravenous (IV) leaks into the rotating luer causing it to stop mid-exam and replace the extension mid-study. It was also mentioned that concern had been occurring 70% of the time and verified that this is not an operator issue. In addition, the nurses are not tightening the connection between the microclave and extension set when it comes out of the packaging. The collar on the extension set is incompatible with the bd insyte catheter. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.